Event description:
Report received that the device, "stops running" without an audible alarm. The pump was returned to the biomedical department with an unsigned note that stated, "stops running in the middle of the infusion without any alarm and no message on the display." No specific pt information, pump programming, or event details were available. The device was removed from clinical service. Therapy was reportedly resumed using a replacement device. There were no reported adverse pt effects. Though requested, no additional information was provided.